Event description:
Same case as 2134265-2008-01072. It was reported that post a coronary drug eluting stenting treatment procedure, death occurred. The pt was admitted to the hospital due to a recent myocardial infarction (mi). Aspirin and clopidogrel were prescribed on the date of admit. Six days after being admitted to the hospital, the physician implanted a taxus express2 3.5x20mm drug eluting stent to the 90% stenosed lesion located in the mildly calcified left anterior descending (lad) artery. Aspirin and clopidogrel were administered continuously. No pt injuries or complications were reported. Stent placement was well positioned and well apposed. One month post procedure, the pt was admitted and diagnosed with an old mi. The physician placed a taxus express2 2.5x20mm drug eluting stent to the 90% stenosed lesion located in the mildly calcified right coronary artery (rca) to posterior descending artery (pda). No pt injuries or complications were reported. The stent was well positioned and well apposed, however, there was a little delay of blood flow at the distal side of the target lesion. The procedure was completed. Five months later, follow-up angiography revealed a mild stenotic lesion in the rca to pda caused by neointimal proliferation. The lesion was dilated with a balloon, unk type and size. The physician confirmed good blood flow. No pt injuries or complications were reported. Two months later, the pt experienced "abdominal bloating, squitters, and fluid deprivation from the morning." The next day the pt expired. The document cause of death is heart failure. No autopsy was performed.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.